Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the centrifugal pump leaked blood/plasma. There was approx one drop every two minutes of the procedure. Approx 30 cc blood/plasma loss. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion. (B)(4). Conclusion not yet available - eval in progress.